Event description:
Some time in 1992 the pt performed a blood glucose test on the suspect device and obtained a reading of approximately 3-400mg/dl. The pt had difficulty breathing and was taken to the ER. A blood glucose lab valve was 6-700mg/dl. Pt was given an IV and k+. And was admitted to the hosp for 4 days.